Manufacturer narrative:
The customer ended the call before his personal or product info could be obtained. It's not possible to determine manufacture date without the product info.

Event description:
The customer alleged that he performed a control test using his breeze2 meter and received a reading of 250 mg/dl. The normal control range was not provided, but should be around 91-125 mg/dl. No adverse events were alleged. The call was disconnected when the customer was trying to provide his contact info. No product will be returned.